Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture" baker grade iii and seroma.

Event description:
Healthcare professional reported "capsular contracture" baker grade iii and " lobulated contours and fluid accumulation along its folds (seroma)". This record is for the left side. Device remains implanted.